Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional regarding patients who were receiving an unknown drug via an implantable pump. The health care professional had seen volume discrepancies at the refills of many of her patients, some were within spec but some were not. There were no symptoms mentioned. Information regarding these patients was requested but the health care professional stated that this is not why she called and did not have the information. Reportedly, she had called in the past to report those incidences.